Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "overinfusion" customer statement: "staff suspect this pump is pinging and bolusing medication into patient. Patient was on a pressor and bp kept swinging upwards. Pump changed to another one and problem resolved. Staff mentioned that this problem occurred before with a pump. ICU staff logged this issue with clinical engineering in the hospital. Reporter advised that another report was filled in and if he can get a copy he will provide further clarification of the issue if it is recorded. Reporter added that the pump is due a pm service. The pump will be returned for investigation."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint was registered due to an informational error by the customer. The customer requested us to cancel the complaint. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.